Manufacturer narrative:
The complaint sample was received for evaluation and the reported event was confirmed. The weld adjoining the metal handle and the offset cup impactor (oci) body was fractured all around and the metal handle was loose. There were off-axis impactions observed on the metal handle and the outside diameter of the impaction plate that are not consistent with intended use and may have attributed to this fracture. The weld adjoining the ratchet housing and the oci body was also fractured all around. Previous investigations have determined this fracture may be attributed to insufficient weld penetration due to the weld program. Corrections had already been made to the weld program. Furthermore, the cardan joint nearest the blue knob had the fork nearest the blue knob bent outward and each short pin had broken inside the fork component. The weld adjoining the pin and fork was not visibly fractured from the outside. The cause of this fracture/deformation is unknown. There were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample. The ratchet teeth were considerably worn and showed some material deformation. Also, there were several gouges on the blue knob. The returned complaint sample was etched per applicable drawings. The applicable production records (dhrs) were reviewed. No discrepancies were discovered. No further investigation is required.

Manufacturer narrative:
The complaint sample has not been received for evaluation. Once the complaint sample is received, it will be investigated and a follow-up medwatch 3500a emdr will be submitted. Complaint information provided by distributor, depuy orthopaedics.

Event description:
It was reported during the unknown patient procedure that the offset reamer impactor broke. No adverse events nor patient consequence were reported as a result of the malfunction.